Event description:
It was reported that a lead integrity alert (lia) was triggered for high rate non-sustained episodes and sensing integrity counter (sic) after the patient was noted to have been engaging in games and bumper cars where there was a potential for external sources of noise. Review of clinical data transmitted from the patient's implantable cardioverter defibrillator (ICD) and implantable cardiac monitor (icm) showed that although the lia was triggered by high rate non-sustained episodes, the episodes were recorded weeks prior to the alert, and a sudden increase in sic recorded from the day of the alert combined with the previously recorded high rate non-sustained episodes triggered the lia. Review of the high rate non-sustained episodes did not show evidence of external noise but showed real physiologic morphology, and lead impedances were noted to be stable. Review of the stored episodes of the icm showed several false detection of tachycardia which appeared to show oversensing of external noise. It is suspected that the sic recorded by the ICD and the oversensing recorded by the icm were a result of external noise. Both devices remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: lnq11 ICD implanted: (B)(6) 2022. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. Analysis of the device memory also indicated oversensing due to non-physiologic signals/sensing integrity counter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there was reprogramming of detections off while the patient was in the hospital as they were waiting for technical analysis and then the detections were programmed on again.